Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-12165. It was reported that the patient had a heart attack on (B)(6) 2016, family called 911. Patient did not regain consciousness and was put on life support. It was noted that the patient did not receive any high voltage therapy from the implantable cardiac defibrillator and right ventricular lead during cardiac arrest. The patient was taken off life support. The patient deceased on (B)(6) 2016. There is no known allegation from a health professional that suggests the death was related to the system. It was reported that the cause of death was due to heart attack.